Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads and scratched lcd window.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose at the time of admission was not known. It was stated that the customer was experiencing pain throughout her body and vomiting. The mother felt that the insulin pump was not working correctly, and requested a replacement. The mother declined troubleshooting. Nothing further was reported.